Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported worsening pvl could not be determined. Investigation results suggest in addition to cardiac remodeling, patient factors (valvular calcification) may have contributed to the worsening pvl and subsequent implant of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was implanted in the aortic position. No issues or complications were reported at the time of implant. Thirteen (13) months post implant, the patient presented with heart failure symptoms. Echo confirmed moderate to severe paravalvular leak (pvl). A 26mm sapien 3 ultra valve was successfully implanted in the existing valve during a valve in valve (viv) procedure. Tee demonstrated that the pvl was resolved. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.